Event description:
The plaintiff¿s attorney alleged that the pt experienced a sudden cardiac event and expired on the same day caused by exposure to the product used during the dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to the same event. A follow up report will be submitted upon receipt of any additional information.